Manufacturer narrative:
Main investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported aortic regurgitation and cardiogenic shock could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump operated at the set speed for the duration of the log file, with routine power source exchanges and pulsatility index (pi) events captured. The pump appeared to be functioning as intended. Multiple attempts for additional information regarding the event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6) , with no further related events reported at this time. The heartmate 3 lvas IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The heartmate 3 left ventricular assist system instructions for use (lvas IFU), rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-03453. It was reported that the patient was admitted into the hospital for severe aortic insufficiency, cardiogenic shock, and other reasons not specified. A review of the logfiles revealed multiple no external power alarms which were caused by a brief interruption of power from the mobile power unit (mpu).